Event description:
It was reported to boston scientific corporation that the patient was implanted with the advantage fit transvaginal sling system during a procedure on (B)(6) 2010. According to the complainant, the patient experienced chronic pain, right-sided groin pain, urinary tract infections, and voiding dysfunction (specifics unknown) post-procedure.

Manufacturer narrative:
According to the posted article, the patient's (B)(6) birthday was in (B)(6) 2012. (B)(4).

Event description:
It was reported to boston scientific corporation that the patient was implanted with the advantage fit transvaginal sling system during a procedure on (B)(6) 2010. According to the complainant, the patient experienced chronic pain, right-sided groin pain, urinary tract infections, and voiding dysfunction (specifics unknown) post-procedure. Additional information july 10, 2014 -the information below was obtained from a posted article regarding patient's post-implantation experiences: the patient received the advantage fit mesh concomitantly with a rectocele repair procedure. The "voiding dysfunction" experienced by the patient was urinary retention (unable to urinate) for which the patient was catheterized; this urinary retention began immediately post-procedure, and was still present after six weeks along with bladder infections. According to the article, at one point, the patient, still catheterized, "lost all of her urine" and had to visit the ER. At the ER, the catheter bowl came out fully inflated and the patient suffered bladder spasms. Later, 8 weeks post-implantation, the patient visited her physician presenting with blood in her urine. The physician decided to cut the mesh to "release the bladder"; this cut could not be performed in the office without anesthesia, and instead took place in a hospital 9 weeks post-implantation. According to the article, as of (B)(6) 2011, the patient still experienced pain and planned to have mesh removal surgery after her upcoming (B)(6) birthday.

Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a procedure on (B)(6) 2010. According to the complainant, the patient felt a pull in the groin immediately post procedure. The patient was catheterized for nine weeks and presented with infections (exact type and location unknown). A second surgery was performed (exact date unknown) to remove the mesh. The patient then self catheterized and experienced bladder spasms for several weeks before regaining the use of the bladder. Since the second surgery, the patient experienced increasing pain beginning in the thigh and spreading to the hip and buttocks. The patient also continues to experience incontinence. Attempts to obtain additional information have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted.